Event description:
It was reported that the activator was unable to "awaken" an implanted device. It was noted that orange lights lit on the activator and the batteries were good. A programming head was used to "awaken" the device and do a wireless interrogation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. (B)(4).